Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 19-apr-2023. It was reported that the needles were clogged. To aid in the investigation, four samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Three samples expelled the solution with a normal flow. The other sample did not expel the solution; this needle is clogged. A device history review was conducted for batch number 2025238. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacture of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred while production. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported is confirmed. H3 other text : see h10.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred 34 times. There was no report of patient impact. The following information was provided by the initial reporter: incident details: bd safety glide needle 25gx1" when attached to syringe containing vaccine, user is unable to dispel vaccine from syringe. Needle blocked. Issue noted prior to administering vaccine. No patient involvement. Needle changed. Occurred 34 times in the past week from several different boxes. Lot #2025238. One box had more than 10% needles affected. Impact of incident: no patient involvement. Who was affected? No person affected. Unexpected or prolonged care? No. Number of devices: (B)(4).

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred 34 times. There was no report of patient impact. The following information was provided by the initial reporter: incident details: bd safety glide needle 25gx1" when attached to syringe containing vaccine, user is unable to dispel vaccine from syringe. Needle blocked. Issue noted prior to administering vaccine. No patient involvement. Needle changed. Occurred 34 times in the past week from several different boxes. Lot #2025238. One box had more than 10% needles affected. Impact of incident: no patient involvement. Who was affected? No person affected. Unexpected or prolonged care? No. Number of devices: 34.